Event description:
While using the acist device, air was injected into a patient's right coronary artery (rca). There were no reports of an adverse reaction other than transient chest pain and st elevation. The customer reported the patient to be in stable condition.